Event description:
Customer reported system shut down after displaying anode heat warning. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and explained the operation of the anode heat warning. Customer was using the system extensively in hlf fluoro causing the anode to overheat. .